Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hyperglycemia and hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ent450; 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36. Warnings: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warnings: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient had to go the hospital with blood glucose (bg) reading at 26 mmol/l (468 mg/dl). At the hospital she was treated with a manual injection of 3 units of insulin. There was blood noted around the adhesive pad. The pod was worn longer than 48 hours on the arm. The pod was not working according to the doctors.

Manufacturer narrative:
The device was returned with the cannula assembly fully deployed. Inspection of the device did not find any issues with the fluid path that would result in high blood glucose levels.